Event description:
Pt developed blister on left side of nose after laser vascular treatment to telangiectasia. Pt did not seek medical attention and did not provide wound care, "allowed it to heal on it's own." Resulting in a scar.

Manufacturer narrative:
The pt had indicated that he had "sun exposure." Pt works outside and is "a sailor." Pt has frequent sun exposure. Pt also smokes. Sun exposure issues were not documented or addressed with the pt. Pt is a smoker. There was no documentation that aftercare instructions were given to pt.